Manufacturer narrative:
This MDR is being filed to report an end user's claim of broken toes due to a fall from a pulse power chair. The end user stated that she did not seek any medical attention and, therefore, a medical practitioner did not confirm that her toes were actually broken from a reported fall from the chair. There is also no report from the complainant that the chair has malfunctioned or is defective. By the description of issues that the end user claims to be experiencing, it is possible that the chair was not configured properly by the dealer to fit her needs. A positioning belt was included with the chair to help support and position her in the chair but the end user clearly stated that she refuses to wear it. Page 9 of the owner's manual clearly informs the user to never reach or lean over while sitting in the chair as this affects the center of balance of the chair. If done improperly, a fall or tip-over is likely. The owner's manual states, on page 11, that the positioning belt is predominately used to support posture. It can also be used to limit slipping and/or sliding that can be experienced while the chair is in motion. Currently, the end user is working with a dealer to determine if any adjustments need to be made to the chair. The chair will not be sent back for an evaluation since there were no malfunctions or defects reported. No further investigation will be performed at this time.

Event description:
End user called in regarding her pulse power chair, stating the chair was delivered in (B)(6) 2017. Since delivery she allegedly has fallen out of the chair in a forward motion approximately 5 times. The end user stated she is a paraplegic and when she leans forward to pick up something off of the floor, her legs will spread out at the knees causing her feet to fall off the footplate and she falls out of the chair. Some of the falls she has caught herself before she hits the floor. On one of the falls she claims she had to call 911 for assistance to get back up. She stated there has been no medical attention needed for any of the falls, but also claims her knees have swelled and her toes have been broken from getting hit during the fall. Yet, according to her, she has not sought any medical attention after any of the falls. The end user also claims that she slides to the side of the chair because there is no side panel to stop her from sliding out from under the armrests. She stated she has never fallen off from the sides of the chair.